Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4), pxc121000/12696698 UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The physician also coil embolized the left hypogastric artery. The patient tolerated the procedure. It was reported that on (B)(6) 2018, the physician reintervened to treat a right distal type I endoleak (on the implanted plc181400/12866878 device). The endoleak was on the right side secondary to aneurysmal degeneration. The physician also performed coil embolization on the right hypogastric artery and then covered the artery and implanted a gore® excluder® aaa contralateral leg endoprosthesis. In addition, the physician extended the left side (rmt231218/12395649 device) and implanted a gore® excluder® aaa contralateral leg endoprosthesis. Final angio revealed a proximal type I endoleak. Follow up computed tomography (CT) dated (B)(6) 2018, revealed proximal aneurysmal degeneration. No room for an aortic extender endoprosthesis was noted. Reportedly, on (B)(6) 2018, the physician reintervened and implanted a left renal snorkel using an icast 6x38 stent and implanting an aortic extender endoprosthesis (pxc121000/12696698 was most proximal device implanted from original procedure).